Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about high blood results. Performed blood test - 365 mg/dl. Caller states her normally reads around 130 mg/dl. Based on (B)(4), the bias between the highest result in memory (365) and the normal result (130) is located in zone c. No adverse event reported.